Manufacturer narrative:
(B)(4). The two tjf-160vfs was received with a torn bending section cover. All returned duodenovideoscopes were sent to an offsite laboratory for microbiological testing. The tjf-q180v with serial number (B)(4) was testing. The tjf-q180v with serial number (B)(4) was tested positive for klebsiella pneumonia. The two tjf-160vfs did not grow any microorganisms. The subject device has not yet been returned to olympus for evaluation hence the user's experience cannot be conclusively determined at this time. If the device is returned for evaluation or additional and significant information becomes available at a later time, this report will be updated. As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training per the user facility's request. During the onsite visit the ess observed that the user facility staff was not pre-cleaning, leak testing, and pressurizing the endoscope before submerging the device in the water. Additionally, the staff was not using the air/water cleaning adapter, nor using the correct suction cleaning adapter. Please cross reference MFR. Report # 8010047-2013-00173, 00174, 00175, 00176, and 00177.

Event description:
Olympus was informed that the customer had cultured four of their duodenovideoscopes and they are follows: models tjf-q180v, with the following serial numbers: (B)(4) after high-level disinfection and the duodenoscopes tested positive for the following bacteria: klebsiella pneumoniae, pseudomonas aeroginosa, and (B)(6). However, the user facility reported that not all three duodenovideoscopes grew all three organisms, but rather it was a mix. The user facility further reported that one of the 160 duodenovideoscopes also cultured and grew klebsiella pneumoniae. The user facility further reported that there were 15 cases of pt infection and they believed that it is related to the duodenovideoscopes.